Event description:
"Leaking and shredding of catheter, thoracic effusion of IV fluids, chest tube after needle aspiration."

Manufacturer narrative:
This complaint of a catheter leak is confirmed. Multiple leak sites were identified during hydraulic pressurization. One leak site appears as a spraying leak while the other three show as small beads of water. All the leak sites are found in the same general location between the 0 and 5 cm depth markers. At this time the mechanism of this damage is undetermined. Gross and microscopic examinations confirm the catheter has been punctured by the stylet wire. Upon receipt the stylet wire was observed protruding through the catheter. Both the distal end of the stylet wire and distal end of the catheter has been cut. The red tag that is attached to the stylet out of the kit says, "flush catheter prior to use - catheter stylet with hydrophilic coating. Do not cut style-withdraw stylet before trimming catheter." The IFU states, "retract the stylet to well behind the point the catheter is to be cut." This appears to be a user technique issue. The IFU and red tag that is found on the stylet wire gives instructions on the proper placement techniques. A chr of lot # (B)(4) showed no other product complaints from this lot number.